Event description:
It was reported "after the catheter inserted into the patient, the central lumen ruptured. Change the new catheter". No patient injury or consequnece reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).